Event description:
The customer reported that the pencil activated in the coag mode without the button being pushed. There was no harm or injury to the patient.

Manufacturer narrative:
Covidien reference number: (B)(4). Date of initial report: (B)(4) 2013. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.